Event description:
Customer's aunt reported via phone, the customer had fallen from the stairs and the insulin pump was broken. Customer's blood glucose was 116 mg/dl. The device was cracked, the screen is blank and reservoir connection was cracked. Customer's aunt was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked lcd window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.